Event description:
A malfunction was reported on the pump, identified as malf 12, though it was resettable and no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.